Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Implanting information is unknown. The secondary case for this patient was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with an afx2 bifurcated stent graft.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was evidence to reasonably support the following observation per CT imaging post index procedure and pre secondary procedure: the original implant is non-endologix stent. Therefore, a manufacturing record review will not be performed by endologix and this (non-endologix) complaint is not CAPA eligible with endologix. (B)(4).

Event description:
Additional information received per clinical review confirming that the original implant is a non-endologix stent.